Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that customer received a motor position encoder error alarm after pump exposure to MRI. Customer reported of not knowing the condition of the drive support cap due to not having glasses on. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a constant motor error alarm during the rewind due to an out of phase motor encoder. Unable to confirm the motor position encoder error alarm or complete the functional testing due to the motor error alarm. The pump was also received with minor scratches on the lcd window, a cracked reservoir tube lip, and a broken belt clip slot.